Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the device displayed error 200 ref26 as psu board was damaged. The psu board was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The damaged psu board would have caused to experience the identified problem. However, with the available information, we cannot determine the definitive root cause of the damaged psu board. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/17/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the device displayed error 200. There was no procedure nor patient involvement reported. No additional information was provided.